Event description:
It was reported that the device became unsterile. A kidney ablation procedure was being performed. During preparation, a leveen superslim needle electrode was attempted to be opened from the packaging when the coaxial needle flipped out and onto the floor without even touching the white plastic covering yet. This electrode was discarded since it was unsterile. A new leveen superslim needle electrode was used to successfully complete the procedure. There were no patient complications since the device had not been used in the patient yet.